Event description:
The report from the left main database indicated that a patient underwent coronay stenting. He also had unstable angina type 1b and greater than 50% stenosis in the 4.13 lm. The lm was non-tortuous. The lesion was smooth and eccentric with no thrombus or calcifications. The 3.0x13mm cypher stent was implanted at 20atm. Timi flow was 3 pre and post procedure. Over the next six months, the patient had sciatic pain and chest pain, and was treated for a rectal tumor that was revealed to be the secondary location for a long tumor, for which the patient had chemotherapy and radiation. The next month (7 months post index) the patient had chest pain and a severe mi, and died of cardiac arrest. Per investigator, these events were unrelated to the device and possibly related to the procedure.